Event description:
Boston scientific received information that these leads were attempted implants, reason not disclosed. However, after these attempts the patient went into respiratory distress. The patient was intubated and the case was stopped. The patient stabilized and the pocket was closed. No further effects were reported.

Manufacturer narrative:
The leads were disposed of by the hospital staff and will not be returned. Should additional information become available, this event will be updated.